Manufacturer narrative:
Patient did not wear the uv protective spectacles following cataract surgery, resulting in the central polymerization zone. Patient was under the impression the uv protective spectacles were not necessary and instead wore his own glasses and sunglasses. This was a result of a miscommunication between the treating team and the patient. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Following successful cataract surgery and implantation of the light adjustable lens on (B)(6) 2019, the patient did not wear uv spectacles. As a result, a central polymerization zone was noted on the light adjustable lens during the exam. The lens was explanted on (B)(6) 2019 and a new light adjustable lens was implanted.